Manufacturer narrative:
(B)(4). The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
The customer reported an issue with her freestyle blood glucose meter which suggests the memory overwrite malfunction has occurred. The customer reported "the meter was set to read in mmol/l instead of mg/dl". She added she "took more insulin than necessary and she did not feel well." She experienced the following symptoms: "thirsty, hungry and frequent urination". There was no report of death or serious injury. No third party medical intervention was required.